Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an occlusion alarm during bolus delivery. Customer reported elevated blood glucose (bg) level reaching 406 mg/dl and insulin injections were administered to address the bg level. During troubleshooting with tandem technical support, it was discovered the occlusion originated from the cartridge. The customer reported that the cartridge would be changed would continue to use this pump for diabetes management. Customer declined follow up.